Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection of the device has the body wire kinked in several sections. Also, the polymer tip is detached at 181cm from the proximal section, and the core wire is broken and protruding out. Dimensional inspection of the overall length and outer diameter (od) of distal tip couldn't be measured due to device condition (polymer tip is detached, core wire broken). The outer diameter (od) middle section and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the superficial femoral artery (sfa). A 182cm choice¿ pt guide wire was advanced however a piece of the wire broke off which was confirmed by angiogram. The broken part of the device was not retrieved since there was no harm to the patient. A coronary artery bypass graft (CABG) was then performed, bypassing the area where the broken portion of the guide wire lodged in. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the superficial femoral artery (sfa). A 182cm choice¿ pt guide wire was advanced however a piece of the wire broke off which was confirmed by angiogram. The broken part of the device was not retrieved since there was no harm to the patient. A coronary artery bypass graft (CABG) was then performed, bypassing the area where the broken portion of the guide wire lodged in. No further patient complications were reported and the patient's status was fine.